Event description:
During preparation for cardiopulmonary bypass, the pressure sensor display was not functioning. There was no adverse consequence to a patent as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.